Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that the white cap of introducer was broke and removed from the rest of the introducer. The failure was occurred during cannulation, customer managed to remove the rest of the body of introducer. No harm to any person was reported. Since the failure was occurred during treatment, the complaint is reportable. Complaint # (B)(4).

Event description:
Complaint # (B)(4).

Manufacturer narrative:
It was reported that the white cap of introducer was broke and removed from the rest of the introducer. The failure had occurred during cannulation, customer managed to remove the rest of the body of introducer. No harm to any person has been reported. The sample was investigated at maquet cardiopulmonary gmbh laboratory on 2025-04-03. A visual inspection was conducted on the detached area (introducer and handle) to check for glue residues and any other damage. It was observed that the glue was unevenly distributed, which may have resulted in insufficient bonding between the two components. Based on these findings, the complaint could be confirmed. Based on the investigation results, the probable cause has been found as related with manufacturing: production employee failure: lack of glue application on the surface of introducer. Production employees were re-trained fort he basic operation procedure ¿gluing grip on introducer¿ on (B)(6) 2025 in scope of this specific complaint. The production history record (DHR) of the affected pas 2115 with lot# 3000429729 was reviewed on 2025-02-07. According to the DHR result, the product pas 2115 passed the defined manufacturing and final release specifications. Further, the incoming inspection reports of the affected components griff (handle) (batch # 3000281981) and introducer (batch # 3000385997) were reviewed on 2025-02-07. The griff (handle) was checked visually for particles, pressure marks, rills, streaks, sinks, fat, dirt, blur, cords, scratches, burrs, bubbles and also measured for diameter (inner). The introducer was checked visually for ridges, sharp edges, cracks, streaks, dirt, spots, bubbles and also measured for diameter (outer). All tests were passed as per specifications. The review of the non-conformities has been performed. It does not show any non-conformity in regard to the batch numbers of reported components with related to the reported failure. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The sample was investigated at maquet cardiopulmonary gmbh laboratory on 2025-04-03. A visual inspection was conducted on the detached area (introducer and handle) to check for glue residues and any other damage. It was observed that the glue was unevenly distributed, which may have resulted in insufficient bonding between the two components. Based on these findings, the complaint could be confirmed. A follow-up medwatch will be submitted when further information becomes available.

Event description:
Complaint #(B)(4).